Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 12.6mm tmicl 12.6 implantable collamer lens, -10.00/+1.5/093 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6)2020. The patient reported mild glare and halos at night. The lens remains implanted. This is the replacement lens for MFR. Report#: 2023826-2020-02067. Claim#: (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated at the last visit the patient appeared to be still symptomatic for glare, halos and blurry vision. A 30 degree rotation of the lens was measured at last visit. Claim # (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -10.00/+1.5/093 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The patient reported mild glare and halos at night. The lens remains implanted. This is the replacement lens for MFR. Report # 2023826-2020-02067. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -10.00/+1.5/093 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2020. The patient reported mild glare/halos at night and blurry vision. The lens remained implanted. At the post-op visit on (B)(6) 2020 the patient was doing well, expressed mild discomfort but didn't express any symptoms of glare/halos. This is the replacement lens for MFR. Report # 2023826-2020-02067. H6: medical device problem code: 2923 - this code was used in error, the lens did not rotate. Claim # (B)(4).